Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 11/06/2015. The fse found that the blood sampling valve (bsv) was faulty. The fse replaced the bsv, which resolved the reproducibility issue. The repairs were verified by the fse. (B)(6).

Event description:
The customer reported the coulter lh 750 hematology analyzer was failing reproducibility for all parameters. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.